Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug-eluting stent was implanted during the index procedure. It was reported that patient suffered non-q-wave myocardial infarction (target vessel) 3rd udmi peri pci (rca). Sponsor assessed that the event is possibly related to device but not related to the anti platelet medication.

Manufacturer narrative:
The patient is a smoker with a medical history of hyperlipidemia, stroke, copd, atrial fibrillation. The index procedure was prompted by unstable angina and mi. During the index procedure two resolute onyx stents were implanted into the rca and one into the cx. The cec adjudicated the event date as the (B)(6) 2018. The cec reported side branch occlusions of the rca. If information is provided in the future, a supplemental report will be issued.